Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The received device had the cannula assembly deployed. A leak test found the exposed portion of the soft cannula to be torn; it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path but exited prematurely due to the tear. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. Patient reported pod was leaking at the infusion site. Additional method of treatment was not provided.